Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. Device replacement was discussed. The patient was stable during and after interrogation.

Event description:
New information available on (B)(6) 2017 states that, there was no premature batter depletion on the implantable cardioverter defibrillator. The merlin programmer exhibited diagnostic anomaly which led to miscalculation of the battery longevity.